Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("upon attempting to remove one of the essure micro-inserts, it broke") and menorrhagia ("prolonged menstruation") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included carpal tunnel release in 2015 and cesarean section (1999,2003). Concurrent conditions included arthritis, irritable bowel syndrome since (B)(6) 2017, smoker and alcohol use. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), arthralgia ("hip pain/joint pain"), dental caries ("tooth decay"), tooth loss ("tooth loss"), gingival disorder ("gum disease") with gingival pain, gingival recession and gingival erythema, toothache ("painful teeth"), dysgeusia ("metallic taste in mouth"), inflammation ("severe, internal inflammation"), dizziness ("dizziness"), loss of libido ("loss of libido"), memory impairment ("forgetfulness"), night sweats ("night sweats"), dry skin ("dry skin"), arthritis ("arthritis"), alopecia ("hair loss"), weight fluctuation ("weight fluctuation"), fatigue ("chronic fatigue"), insomnia ("insomnia"), fungal infection ("chronic yeast infections"), headache ("headaches"), nausea ("nausea"), constipation ("constipation"), vaginal infection ("chronic vaginal infections"), vitreous floaters ("vision disturbances (floaters)"), migraine ("migraines"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain ("severe abdominal cramping"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), the first episode of menstrual disorder ("abnormally heavy menstrual bleeding"), uterine pain ("uterine pain"), the second episode of menstrual disorder ("abnormal menstruation"), coital bleeding ("postcoital bleeding"), abdominal distension ("severe bloating"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("rashes on stomach, face, arms"), allergy to metals ("allergy to nickel") and complication of device removal ("upon attempting to remove one of the essure micro-inserts, it broke"). The patient was treated with surgery (bilateral salpingectomy) and surgery (endo ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, pelvic pain, arthralgia, dental caries, tooth loss, toothache, dysgeusia, inflammation, dizziness, loss of libido, memory impairment, night sweats, dry skin, arthritis, alopecia, weight fluctuation, insomnia, fungal infection, headache, nausea, constipation, vaginal infection, vitreous floaters, migraine, dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, uterine pain, the last episode of menstrual disorder, coital bleeding, vaginal discharge, dyspareunia, rash, allergy to metals and complication of device removal outcome was unknown and the fatigue and abdominal distension had not resolved. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, arthritis, back pain, coital bleeding, constipation, dental caries, device breakage, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gingival disorder, headache, inflammation, insomnia, loss of libido, memory impairment, menorrhagia, migraine, nausea, night sweats, pelvic pain, rash, tooth loss, toothache, uterine pain, vaginal discharge, vaginal infection, vitreous floaters, weight fluctuation, the first episode of menstrual disorder and the second episode of menstrual disorder to be related to essure. The reporter commented: since her removal surgery, most of plaintiff's symptoms have resolved, though some remain, as she continues to experience arthritis symptoms, as well as fatigue and bloating. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion fallopian tubes additional radiology imaging had to be done to confirm that all fragments had been removed. On (B)(6) 2017, xray abdomen showed findings: radiopaque instrument is seen projecting over the pubic symphysis. No additional radiopaque densities are identified. Bowel gas pattern is unremarkable. Gross description: right fallopian tube with essure" is a 5.9 x 0.7 cm fimbriated fallopian tube received in three segments of multiple thin walled cysts measuring up 0.3 cm. Concerning the injuries in the case, the following ones were described in patient's medical records: pain in pelvis, heavier menses, bloating, metallic taste in mouth, migraines, device breakage. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received. Information added: new reporters, medical history, concomitant diseases. Ablation was ticked for the event menorrhagia. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("upon attempting to remove one of the essure micro-inserts, it broke") and menorrhagia ("prolonged menstruation / abnormal bleeding (menorrhagia)") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included carpal tunnel release in 2015 and cesarean section (1999,2003). Concurrent conditions included arthritis, irritable bowel syndrome since (B)(6) 2017, smoker, alcohol use and obesity. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced fatigue ("chronic fatigue / fatigue"), nausea ("nausea / nausea"), dysmenorrhoea ("abnormally severe menstrual pain / dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge / vaginal discharge"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), rash ("rashes on stomach, face, arms / rashes or skin conditions"), allergy to metals ("allergy to nickel / nickel allergy"), tooth disorder ("dental problems") and visual impairment ("vision/eye problems"). On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In june 2011, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain"), arthralgia ("hip pain/joint pain"), dental caries ("tooth decay"), tooth loss ("tooth loss"), gingival disorder ("gum disease") with gingival pain, gingival recession and gingival erythema, toothache ("painful teeth"), dysgeusia ("metallic taste in mouth"), inflammation ("severe, internal inflammation"), dizziness ("dizziness"), loss of libido ("loss of libido"), memory impairment ("forgetfulness"), night sweats ("night sweats"), dry skin ("dry skin"), arthritis ("arthritis / hip pain"), alopecia ("hair loss"), weight fluctuation ("weight fluctuation"), insomnia ("insomnia"), fungal infection ("chronic yeast infections"), headache ("headaches / headaches"), constipation ("constipation"), vaginal infection ("chronic vaginal infections"), vitreous floaters ("vision disturbances (floaters)"), migraine ("migraines / migraines"), abdominal pain ("severe abdominal cramping"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), the first episode of menstrual disorder ("abnormally heavy menstrual bleeding"), uterine pain ("uterine pain"), the second episode of menstrual disorder ("abnormal menstruation"), coital bleeding ("postcoital bleeding"), abdominal distension ("severe bloating"), complication of device removal ("upon attempting to remove one of the essure micro-inserts, it broke") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (bilateral salpingectomy) and surgery (endo ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, menorrhagia, pelvic pain, arthritis, alopecia, fatigue, headache, nausea, migraine, dysmenorrhoea, uterine pain, vaginal discharge, dyspareunia, rash, allergy to metals, vaginal haemorrhage, tooth disorder, visual impairment, weight increased and weight decreased had resolved, the arthralgia, dental caries, tooth loss, toothache, dysgeusia, inflammation, dizziness, loss of libido, memory impairment, night sweats, dry skin, weight fluctuation, insomnia, fungal infection, constipation, vaginal infection, vitreous floaters, abdominal pain, abdominal pain lower, back pain, the last episode of menstrual disorder, coital bleeding and complication of device removal outcome was unknown and the abdominal distension had not resolved. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, arthritis, back pain, coital bleeding, constipation, dental caries, device breakage, dizziness, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, gingival disorder, headache, inflammation, insomnia, loss of libido, memory impairment, menorrhagia, migraine, nausea, night sweats, pelvic pain, rash, tooth disorder, tooth loss, toothache, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vitreous floaters, weight decreased, weight fluctuation, weight increased, the first episode of menstrual disorder and the second episode of menstrual disorder to be related to essure. The reporter commented: since her removal surgery, most of plaintiff's symptoms have resolved, though some remain, as she continues to experience arthritis symptoms, as well as fatigue and bloating. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: confirming full occlusion fallopian tubes additional radiology imaging had to be done to confirm that all fragments had been removed. On (B)(6)2017, xray abdomen showed findings: radiopaque instrument is seen projecting over the pubic symphysis. No additional radiopaque densities are identified. Bowel gas pattern is unremarkable. Gross description: right fallopian tube with essure" is a 5.9 x 0.7 cm fimbriated fallopian tube received in three segments of multiple thin walled cysts measuring up 0.3 cm. Concerning the injuries in the case, the following ones were described in patient's medical records: pain in pelvis, heavier menses, bloating, metallic taste in mouth, migraines, device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), dental problems, vision/eye problems, weight gain, weight loss", concomitant condition added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("upon attempting to remove one of the essure micro-inserts, it broke") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, began experiencing symptoms, which included: abnormally severe menstrual pain; abnormally heavy menstrual bleeding; severe abdominal cramping; severe pelvic, lower abdominal, lower back, hip, joint,and uterine pain; prolonged menstruation; abnormal menstruation; tooth decay; tooth loss; painful teeth; painful gums; gum disease; gum recession; reddening of gums; metallic taste in mouth; severe, internal inflammation; night sweats; loss of libido; post coital bleeding; dizziness; forgetfulness; severe bloating; migraines; headaches; chronic yeast infections; chronic vaginal infections; vaginal discharge; painful intercourse; rashes on stomach, face and arms; dry skin; hair loss; chronic fatigue; insomnia; weight fluctuation; nausea; constipation; allergy to nickel; vision disturbances (floaters), and complication of device removal. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the outcome of the event abnormally severe menstrual pain; abnormally heavy menstrual bleeding; severe abdominal cramping; severe pelvic, lower abdominal, lower back, hip, joint, and uterine pain; prolonged menstruation; abnormal menstruation; tooth decay; tooth loss; painful teeth; painful gums; gum disease; gum recession; reddening of gums; metallic taste in mouth; severe, internal inflammation; night sweats; loss of libido; post coital bleeding; dizziness; forgetfulness; severe bloating; migraines; headaches; chronic yeast infections; chronic vaginal infections; vaginal discharge; painful intercourse; rashes on stomach, face and arms; dry skin; hair loss; chronic fatigue; insomnia; weight fluctuation; nausea; constipation; allergy to nickel; vision disturbances (floaters); and complication of device removal were unknown. The reporter considered abnormally severe menstrual pain; abnormally heavy menstrual bleeding; severe abdominal cramping; severe pelvic, lower abdominal, lower back, hip, joint,and uterine pain; prolonged menstruation; abnormal menstruation; tooth decay; tooth loss; painful teeth; painful gums; gum disease; gum recession; reddening of gums; metallic taste in mouth; severe, internal inflammation; night sweats; loss of libido; post coital bleeding; dizziness; forgetfulness; severe bloating; migraines; headaches; chronic yeast infections; chronic vaginal infections; vaginal discharge; painful intercourse; rashes on stomach, face and arms; dry skin; hair loss; chronic fatigue; insomnia; weight fluctuation; nausea; constipation; allergy to nickel; vision disturbances (floaters) ; and complication and device removal to be related to essure. The reporter commented: since her removal surgery, most of plaintiff's symptoms have resolved, though some remain, as she continues to experience arthritis symptoms, as well as fatigue and bloating. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.